Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical salvage surgical procedure, the monopolar curved scissors (mcs) instrument was no longer making movements correctly, making it impossible to continue the surgery, requiring a replacement instrument. The instrument had a cable break. The procedure was completed with no reported injury.